Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited double-counting of the patient's slow ventricular tachycardia, resulting in the delivery of multiple shocks, which intermittently converted the patient's ventricular arrhythmia. This therapy was programmed for monitor only in the vt-1 zone with the rate cutoff at 150 bpm. The vt zone was programmed at >185 bpm, and the vf zone at >205 bpm. Ultimately, the patient's rhythm accelerated to ventricular fibrillation, and the patient died. A guidant technical services consultant's interpretation of the faxed episodes showed normal device operation. The device was buried with the patient.